Manufacturer narrative:
Additional information. Investigation summary: a direct correlation between the device and the reported event could not be conclusively determined through this evaluation. Cardiac arrhythmia is listed in the hm3 IFU as an adverse event that may be associated with the use of the heartmate iii left ventricular assist system. The patient care and management section of the hm3 IFU contains information regarding defibrillation and implantable defibrillator or pacemakers. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was re-admitted on (B)(6) 2019 with ventricular tachycardia (vt) and aicd shock. Patient was treated with lidocaine drip. No further information was provided.